Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners, display window and minor scratched lcd window.

Event description:
Customer reported that the insulin pump alarmed button error. Customer she removed the battery twice and the alarm is recurring. Customer stated she was dancing and it may have been exposed to sweat moisture. Blood glucose value was 189 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.